Event description:
It was reported the patient heard tones coming from the device. Patient also complained of "burning in chest" since the tones were heard. Patient also reported being shocked several times. Patient was seen at the clinic and the device "rates [were] adjusted". Follow-up was conducted to obtain additional information on the patient and the device system, but the attempts were unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).